Event description:
A complaint of a patient being burned by her precision charger was reported. The patient said she was burned 5-6 times and never saw a physician for treatment of burns. The burns made the skin discolored and were about the size of a quarter. The patient used ointment to treat the burns and they healed in a week's time.